Event description:
A customer reported a tandem mobi cartridge alarm. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer experienced cartridge alarms with consecutive cartridges and requested replacements. Technical support confirmed the alarm, sent replacement cartridges, and decided to replace the pump to address the issue and maintain customer satisfaction.